Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 48 mg/dl and carbohydrates were consumed to address the bg level. The customer declined to provide cause of the low bg and reported to be "very functional" at this level.